Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Initial asr reported q1-jan-mar_2016-e2006011. As reported to coloplast though not verified, additional information received on 08/03/2018 from patient's legal representative stated the device malfunctioned when it began leaking fluid in late 2015 or early 2016 and the plaintiff experienced severe pain and couldn't achieve an erection, significant scarring at the base and throughout the length of penis, lack of blood flow at the head of penis, diminished sensation, inability to achieve and sustain erection.